Manufacturer narrative:
Ref. ID:(B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer (fse) investigated on site and confirmed the reported problem. The defect detector needs to be replaced. Fse replaced the defect detector. Calibration of new detector and test of system without any issue. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that after the portable detector model skyplate fell, it no longer worked. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.